Manufacturer narrative:
(B)(4). Reference exemption number e2017029.

Event description:
It was reported that product was removed due to the patient's condition.

Manufacturer narrative:
An investigation was performed using a stereo microscope revealed surface damage but no breakage. Further observation determined there were no indications of material or manufacturing defects. The review of the device history records was not possible due to no lot number being identified. The root cause cannot be determined due to no device failure detected or described. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.